Event description:
Reporter alleged the blood glucose monitoring device code key did not match the display once inserted into it. Reporter stated the code key said 092 however when inserted into device, it read 260 mg/dl. Reporter indicated not testing with the meter and no actions taken or treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.